Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl, was "unresponsive", and drooling; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room via ambulance. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.